Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# s001140 selex/magnum mod hd 40mm std lot# 498800, catalog# 11-104109 mlry-hd por fmrl 9x150mm lot# 492240. The event was confirmed with product received. Visual inspection found a gouge in the inner radius near the rim. Surface scratching was also found sporadically over the inner radius. Foreign debris remains affixed to the porous coating. Medical records were received. Revision op notes states patient underwent revision surgery due to metallosis plus abductor deficiency of the right hip. Surgeon identified significant pseudotumor or fluid collection just under the fascia and the abductor mechanism appeared to be deficient. There appeared to be a small amount of gluteus minimus still attached to the medial aspect of the greater trochanter. The usual metal gun barrel stained gray synovial layer was identified. The femoral head component was removed. There was a significant amount of trunnionosis, which was easily cleaned with a bovie pad. The femoral stem was checked and the inserter was screwed in and was very stable. The cup appeared to be in good position without any significant scratches. The range of motion and stability were good. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04040.

Event description:
It was reported that the patient was revised approximately three years post-implantation due to pain, elevated metal ion levels, trunionsis and lack of mobility. No further event information available at the time of this report.